Event description:
Reportedly, the recommended replacement time (rrt) was reached earlier than expected.

Event description:
Reportedly, the recommended replacement time (rrt) was reached earlier than expected.